Manufacturer narrative:
Lvad was manufactured prior to the UDI labeling implementation. Approximate age of lvad ¿ 4 years and 9 months. No products were returned for evaluation. The reported pump stop events were confirmed through the evaluation of the submitted system controller log file. Based on the log file review, the pump stops appeared to be due to a total loss of power to the system controller as a result of depleted batteries. However, a specific cause for these events could not be conclusively determined. The analysis was unable to correlate the loss of power event to the patient cable, since the captured event occurred while the system was connected to battery power. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was initially reported that there was a total loss of external power and pump stoppage due to a disconnection of both system controller power leads. However, during the investigation, it was determined that the total loss of external power and pump stoppage was due to battery depletion.

Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The power module patient cable is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Log file review by the manufacturer's technical services representative revealed a total loss of external power and pump stoppage due to a disconnection of both system controller power leads. The system controller resumed normal operation once power was restored. The patient was asymptomatic. No additional information was provided.